Event description:
During a vats procedure when the ez35 was reloaded, the instrument did not fire properly. There is no further info. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections and results: lockout position: fired; cartridge condition: partially fired; cartridge return batch number: j00a7r; instrument number: 125. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: good; condition of yoke: good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damaged occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.